Event description:
The account reported the bed has no nurse call function. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account stated they have replaced the communication cable but the issue remains. Hill-rom technical support asked the customer to check the pins on the side com connector for the nurse call signal and isolate the pendant and side rails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.